Manufacturer narrative:
The insulin pump was received with severely scratched window display and cracked reservoir. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump had many scratches on the display window. Blood glucose readings are unknown. The product was returned for analysis.